Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed low suspend. The customer's blood glucose reading was 282 mg/dl at the time of incident. Troubleshooting found that the sensor glucose was 43 mg/dl and blood glucose was 266 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate when blood glucose is stable. Customer was advised to follow up if any further questions of if any issues persist.